Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the impedance was gradually increasing and suddenly jumped to an out of range impedance value. Ts suggested reprogramming the coil and further testing. The lead remains in use. No adverse patient effects were reported.